Manufacturer narrative:
Additional data.

Event description:
N/a.

Event description:
Additional information was received that the patient had lytic-hypertrophic osteolysis and reported pain during consolidation. Additionally, it was reported that the implant was found to be corroded.

Manufacturer narrative:
Corrected data.

Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received via literature that osteotomy related periosteal reactions started at the distraction site and extended proximally and distally. There was complete regression of the periosteal changes after osseous consolidation.